Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-07563 and 2134265-2017-07795. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in a moderately tortuous and mildly calcified left circumflex artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled. During the procedure, it was noted that the outer sheath also rotated as the transducer rotates. Furthermore, the auto pullback was not recognized and was unable to perform automatic pullback. The procedure was completed using another opticross¿ imaging catheter. No patient complications were reported.

Manufacturer narrative:
Updated: describe event or problem. (B)(4).

Event description:
It was further reported that the patient's status was good.